Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 22 mar 2023. On (B)(6) 2019: 86- year-old female patient receives a right hip revision of an unk tha and failed femoral orif to treat fracture non-union, pain and walking difficulty secondary to a fall. The original tha manufacturer is unknown. The orif was done on (B)(6) 2019 to treat a periprosthetic femoral fracture secondary to a fall. Upon entering the joint, the non-union of the femoral fracture was confirmed and the failed orif devices and unk tha were revised. The patient received a pinnacle cup size 52 mm, an altrex poly liner size 36mm, and a competitor stem and femoral head as well as several cables, plates, and screws from an unknown manufacturer. This event is captured on synthes complaint (B)(4). Implanted products are on page 5 of attached medical records labeled (B)(4) and (B)(4). Revision operative report and photo of explanted plate (1). No sticker sheets were provided. (B)(6) 2019: patient received a closed reduction to treat a right hip dislocation of the depuy liner and competitor femoral head after a fall secondary to syncope. (B)(6) 2020: patient reports pain, swelling, and reduced rom caused by right femoral trochanteric bursitis secondary to irritation from the orif plate rubbing on the trochanter of the femur. There are no allegations against the implanted depuy cup and/or liner. Treatment provided was physical therapy.